Event description:
A physician reports observing glistenings in the lenses of a pt that had bilateral intraocular lens surgeries in 2004. There is no pt impact/harm associated with this report. This is one of two mdrs generated for this event. 1119421-2008-00342 -- first eye. 1119421-2008-00343 -- second eye.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of december 14, 2006 regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of that retrospective review. Evaluation summary: the complaint device associated with this report was not received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. This report was mailed to the FDA on: 05/16/2008.